Event description:
The customer reported that their device will lose power if the device is shaken slightly or moved around. This occurred during testing and there was no patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The battery connector pins were also replaced as a troubleshooting step. The device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.